Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant wasn't completely covered with bone, no thread tap used, overheating of bone, inadequate bone quality/quantity, swelling, abscess, bleeding, inflammation, mobility.